Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 30-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-aug-12 regarding a patient receiving gablofen (2000mcg/ml at 225mcg/day) via an implanted infusion pump. The indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump on the left side of the patient's abdomen was bothering the patient and protruding too much. The patient initially wanted the pump explanted, and then opted to change sides and replace the pump with a 20ml pump. They were unable to wean the patient down on baclofen without a return of spasticity. The environmental, external, or patient factors that may have led or contributed to the event included weight loss. It was noted that the patient was very thin. During the case the catheter access port (cap) aspiration was unsuccessful so the catheter was also revised and replaced. The issue was unresolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.